Manufacturer narrative:
Insulin pump had loose/protrude drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston was coming out of the pump at the bottom of the pump instead of pushing the reservoir. The customer¿s blood glucose value was 9.8 mmol/l. The customer reported damage to drive support cap. Customer reported they were unable to describe the possible damage to the drive support cap. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.